Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Incident happened on (B)(6) 2021. When the specimen (appendix) was extracted without twisting using open method the appendix came out without the bag. After checking the bag we noticed it had a hole in it. Consequence: risk of infection of the wall. So, staff did a large wash with physiological serum + dermal betadine.